Event description:
The user received erroneous results for about 50 pt samples that were released to the physician. The user stated they recalibrated the assays and ran qc then began repeating the pt samples. Of the data provided, three results were discrepant. Sample 1 initial calcium result was 4.5 mg per dl, repeat result was 9.2 mg per dl on another p module. Sample 2 initial calcium result was 6.2 mg per dl, repeat on the same p module was 8.0 mg per dl. Sample 3 initial phosphorus result was 12.4 mg per dl, repeat result on the same p module was 2.8 mg per dl. No pts were harmed due to the results. The field service rep could not determine a cause or reproduce the problem. He checked the operation of the analyzer and verified analyzer performance by performing calibration, quality controls, and precision checks.